Event description:
A falsely elevated troponin I result of 0.588 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was retested and a result of <0.04 ng/ml was obtained. The sample was retested on an alternate analyzer and a result of <0.04 was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. A siemens healthcare diagnostics inc field service representative was dispatched to the account and verified performance of various system components, cleaned dried sample material from the sample ring port, calibrated the sample probe, ran thcg precision check (40 replicates) and ran qc. The instrument is performing within specifications.